Manufacturer narrative:
Insulin pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the displacement, operating currents and self test due to unresponsive buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump buttons were not responding. The customer blood glucose level was 493 mg/dl at the time of incident. Customer stated high blood glucose was not been caused by the insulin pump because they not wearing the insulin pump. Customer stated they disconnected from insulin pump and been on manual injections for 24 hours. Customer stated the insulin pump was not submerged in water and few drops of water on the insulin pump and buttons were not responding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.